Manufacturer narrative:
A visual and functional inspection was allegedly performed by the 3rd part distributor. It was alleged that the cot did not adjust during the unloading of the cot from the ambulance and the cot dropped. Additional details were requested regarding the event, potential defects, and malfunctions. No further information regarding the event could be provided. No further information could be provided.

Event description:
It was reported by the customer that the cot dropped while being unloaded from the ambulance. It was alleged that the cot did not adjust right and as a result the patient received bruises. No further information on the patient bruising was provided.

Event description:
It was reported by the customer that the cot dropped while being unloaded from the ambulance. It was alleged that the cot did not adjust right and as a result, the patient received bruises. No further information on the patient bruising was provided.